Event description:
It was reported that during preparation for a drug-eluting stenting procedure, stent damage was noted. During an attempt to load the 3.00x32mm taxus liberte drug-eluting stent delivery system on the unspecified guide wire, the physician noted that the stent was damaged and not secure on the balloon. The procedure was completed with another of the same devices.

Manufacturer narrative:
Device analysis can confirm the complaint report. Visual examination of the returned device found stent damage. Some of the proximal stent struts were severely misaligned. Proximal stent damage is generally consistent with the device meeting some form of restriction on the withdrawal of the device. Some of the distal stent struts were slightly flared. Distal stent damage is generally consistent with the device meeting some form of restriction on the insertion of the device. Visual examination of the hypotube revealed several severe kinks along the entire length of the hypotube. Several severe kinks were also found on the shaft polymer extrusion. This type of damage is consistent with excessive force having been applied to the device. The device was returned without the product mandrel and balloon/stent protector removed therefore indicating the device had been prepped for use. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect is due to a design constraint of the product.